Event description:
The customer reported to olympus a piece of rubber was missing from the subject device at the proximal end of the insertion tube. Additional information was requested, however the nurse did not know when the subject device was damaged and noted the subject device was used in a procedure two weeks before the missing piece was identified. Although the facility is unaware of any patient harm, this event is being reported as a serious injury since it is unknown when the piece of rubber broke off and may have been during a procedure. During the device evaluation, the subject device angulation became locked and cannot disengage which is a reportable malfunction.